Manufacturer narrative:
The investigation was completed on 19-feb-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with optrell mapping catheter with trueref technology and a white string was noticed to be near the tip of the catheter. There was resistance when the optrell mapping catheter with trueref technology when it was put through the sr0 sheath. The catheter felt like it was getting stuck on something. The catheter was taken out of the body and a white string was noticed to be near the tip of the catheter. The string on the tip of the catheter looked like a "tiny piece of floss". They had trouble pulling the catheter through the sheath. They removed the string from the catheter and continued the procedure. No patient consequence was reported. Additional information was received. The damage did not result in any lifted or sharp rings. The resistance with sheath issue was assessed a not MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. The white string noticed to be near the tip of the catheter was assessed as MDR reportable.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).